Event description:
A malfunction was reported with the pump, and it was confirmed that no notable events occurred prior to this issue. The impact on the customer¿s blood glucose level was not disclosed. Acknowledging that the malfunction code could not be reset, tandem technical support arranged for a replacement pump to be sent to the customer, who agreed to use multiple daily injections as a backup insulin therapy. The customer was advised on software updates and provided instructions for returning the malfunctioning pump to avoid charges. The replacement pump was to be shipped without the requirement of a delivery signature, and the customer accepted the responsibility to program their settings and connect their continuous glucose monitor to the new pump.